Event description:
It was reported via repair work order that the jack raises when the release pedal is let go due to a missing extension wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.